Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure high impedance (greater than 2300) was observed after multiple placements in the rv. The lead was not implanted. No patient complications have been reported as a result of this event.